Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, suffered severe pain and infection coupled with a foul-smelling odor and discharge coming from their vaginal area. Intercourse is painful resulting in sexual dysfunction. Pt now has numbness in both legs. Pt also has problems with urinary tract infections, urine leakage and urgency. The device remains in the pt. Therefore, no failure analysis is available. Without evaluating this device, co is unable to determine if the device met specifications, and co is unable to determine the specific relationship of the device to the event.